Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, cardiac perforation occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using a non-boston scientific (bsc) transseptal system. A pigtail catheter was inserted into the left atrium (la). A watchman trusteer system (was) was advanced with a 31mm watchman flx pro delivery system and closure device (wds) into the left atrium (la). The wds was in flex-ball formation and while navigating it into the laa more anteriorly, difficulty seeing the wds was on tee imaging was experienced. The arterial line pressure reading was then lost. A pe on the anterior side of the laa near the ostium was immediately visualized on tee. A pericardiocentesis was performed with some improvement to blood pressure, but the pe persisted. The procedure was aborted and the patient had open heart surgery to repair the cardiac perforation successfully. The laa was also surgically ligated. The patient was stabilized and remains hospitalized. It was further clarified that a watchman fxd access system (was) was used to start the procedure but then the physicians had swapped to the watchman trusteer system to deliver the wds in an attempt to navigate further into the chicken wing laa. The patient received four (4) units of blood transfusion in addition to being auto transfused during the pericardiocentesis with the patient's own bright red blood. The patient is awake, extubated, following commands and was discharged to home six (6) days post index procedure.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, cardiac perforation occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using a non-boston scientific (bsc) transseptal system. A pigtail catheter was inserted into the left atrium (la). A watchman trusteer system (was) was advanced with a 31mm watchman flx pro delivery system and closure device (wds) into the left atrium (la). The wds was in flex-ball formation and while navigating it into the laa more anteriorly, difficulty seeing the wds was on tee imaging was experienced. The arterial line pressure reading was then lost. A pe on the anterior side of the laa near the ostium was immediately visualized on tee. A pericardiocentesis was performed with some improvement to blood pressure, but the pe persisted. The procedure was aborted and the patient had open heart surgery to repair the cardiac perforation successfully. The laa was also surgically ligated. The patient was stabilized and remains hospitalized.